Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited a lead safety switch due to right atrial (ra) impedance measurements of greater than 2000 ohms. Ra noise, oversensing, and inappropriate atrial tachy response (atr) episodes were also noted. Noise was able to be reproduced when performing isometric testing on the lead in unipolar configuration. No noise was noted in bipolar configuration. The device was programmed back to bipolar. The device had previously been reprogrammed to turn off the minute ventilation (mv) feature. Troubleshooting and programming options were discussed. The device remains in service.